Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during a cataract procedure five scans was performed with an aberrometer, and a calculated selected intraocular lens (iol) was implanted into the patients eye. Reporter indicated at one week post operative visit the patient was noted as over corrected, and the iol is to be explanted.

Manufacturer narrative:
Per the patient data evaluation, the quality of the images taken during surgery were rated as poor. Information provided by case analysis also revealed that the patient¿s white-to-white (wtw) measurement was 9.52 for the surgery eye. The diagnostic readout for the patient¿s preoperative measurements showed the wtw measurement to have a warning symbol next to it, indicating that the reading is unreliable. This measurement could have also affected the outcome of the predicted lens. The root cause of the reported events can be attributed to the both the quality of the surgery images and the wtw measurements taken preoperatively. The manufacturer internal reference number is: (B)(4).